Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump was exposed to water, a long beep was reported, and the insulin pump failed the self test. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and the customer was advised that the insulin pump would be replaced, instructed to discontinue pump use, revert to a backup plan per healthcare professional instructions, and to place the pump in storage mode. No harm requiring medical intervention was reported. The customer would discontinue use of the device. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump was received with flashing white display and audio/beep/vibrate. Unable to perform displacement test, self test, rewind test, prime/seating test, basic occlusion test and force sensor test, sleep current measurement, active current measurement, self-tests or verify device test failed due to flashing white display. Pump was cut open to perform visual inspection and found heavy moisture damage on the electronics assembly and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail, label damage. Unable to verify device test failed due to flashing white display. Pump was received with flashing white display and audio/beep/vibrate due to moisture damage electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.